Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic system breakdown has occurred with system message. This led to incomplete surgery and postponement of remaining scheduled cases. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The company representative was able to replicate the reported event. The printed circuit board (pcb) valve was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to be relevant to this investigation. The root cause of the reported events is attributed to the nonconforming printed circuit board (pcb) valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).